Event description:
Pt admitted with diagnosis of right femur non-union failed hardware. Pt had gun shot wound right femur four years ago, revised with larger rod one year ago. Pain recurred approx 8mos ago after excercise with jumping jacks. As per surgeon, pt felt pain get progressively worse. In 2002 pt underwent removal of hardware. Right femur intrameduallary nail fracture and bone grafting. Per surgeon pt. Had rt. Femur non-union with broken intramuscular nail.